Event description:
It was reported that, a corner of a renasys go was melted and will not hold suction. As this happened in a marketing demonstration, there was not patient involvement.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. Visual inspection of the returned device did not identify any issues. Functional evaluation was performed and no problem was found, could not establish a relationship between the device and the reported event. The probable root cause maybe a set up issue. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.